Manufacturer narrative:
Bci cts (customer technical support) performed troubleshooting and advised customer to reseat the syringe barrel and check for any more leaks when the instrument is stopped. The customer found discoloration in syringe barrel and found it was loose. The customer replaced the whole syringe assembly and primed it 5 times and did not see any further leak.

Event description:
A customer contacted beckman coulter inc. (Bci) stating there was liquid surrounding the cartridge chemistry (cc) sample syringe of the unicel dxc 600 pro synchron chemistry analyzer. No injury or operator exposure was reported.